Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports device is broken. (B)(6) 2015 customer reports that device broke in use when doctor was doing procedure for skin cancer, no harm done, piece easily retrieved.

Manufacturer narrative:
On 1/20/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a frazier dura hook was returned in used condition, showing wear and scratches, no unusual markings. Evaluation of the returned hook shows the tip is broken off. Without knowing how the instrument was handled; we cannot determine what it is indicative to. The complaint is confirmed. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.